Manufacturer narrative:
If additional information is received regarding this event a follow up will be filed as needed.

Event description:
Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The investigation is still in-process, a follow-up will be filed as needed.

Event description:
It was reported that when taking a sample with a needle it hit the breast platform. No injury reported. A field engineer was dispatched to the site. Additional information has been requested.